Event description:
A baxter service technician reported an infusion pump with a 715 failure code that was found in the device's event history during service. An attempt was made by a baxter quality representative to obtain info from the facility regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, whether or not the failure occurred during pt use, medical intervention and pt injury, but no additional info was available. No additional contact info was identified.